Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the femoral artery. The 15x2.50, concentric target lesion was located in the non-tortuous and moderately calcified 1st diagonal artery. A 16 x 2.50mm taxus¿ liberté¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break and proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. A visual and microscopic examination confirmed that the stent struts at the proximal end of the stent were distorted and misaligned. Stent damage at the proximal end of the stent is consistent with the stent meeting resistance during the withdrawal of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 120mm distal to the strain relief. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. There was no indication that a hypotube break formed part of the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).